Manufacturer narrative:
The reported events were lead dislodgement and helix damage. A complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual examination of the lead found the helix was bent/compressed consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event of helix damage was isolated to procedural damage. Unable to measure helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix damage and was dislodged. Visual examination confirmed the lead dislodgement. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.